Event description:
It was reported that when patient presented remotely via merlin.net transmission, the patient received inappropriate atp for svt rhythm. Programming change was recommended. No further information is available.